Event description:
In the article, ¿the posthyaluronidase syndrome: dosing strategies for hyaluronidase in the dissolving of facial filler and independent predictors of poor outcomes,¿ a healthcare professional reported that patients were injected in the tear troughs, cheeks, brows, or other periorbital areas (temple and upper lid sulcus) with an unspecified juvéderm®. The patients experienced ¿swelling,¿ ¿lumpiness,¿ ¿festoons or malar edema,¿ ¿tyndall effect,¿ and ¿infection or migration.¿ the patients were treated with hyaluronidase, and some patients experienced ¿residual lumps or swelling and posthyaluronidase syndrome,¿ described as ¿hollowing of the facial tissues, loss of skin elasticity, or discoloration of the skin.¿ event status is unknown.

Manufacturer narrative:
Clarification to d.6a.:january 2016 and july 2020. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: wilde, caroline l., et al. ¿the posthyaluronidase syndrome: dosing strategies for hyaluronidase in the dissolving of facial filler and independent predictors of poor outcomes.¿ plastic and reconstructive surgery. Global open, vol. 12, no. 4, p. E5765. Https://doi.org/10.1097/gox.0000000000005765. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.